Event description:
During an arthroscopy of the ankle, the tip of the shaver separated from the shaft. All parts were recovered verified by x-ray. The broken piece was approximately 1x2.5 mm.======================manufacturer response for 2.5 mm agressive cutter, stryker hrx (per site reporter).======================picked up for evaluation.